Manufacturer narrative:
The devices under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned ICD data were inspected. Based on the information available for analysis, the root cause of the clinical observation was not conclusively determinable. However, a failure of the transmission module cannot be excluded. The data showed no further anomalies, in particular, the therapy functionality of the ICD is not affected. Furthermore the available iegms revealed the presence of noise in the rv channel. Therefore, the integrity of the lead cannot be assured. For a further root cause investigation an analysis of the ICD itself as well as the lead would be required. Should further relevant information or the devices themselves become available for analysis, this investigation will be updated.

Event description:
After an implantation period of approx. 91 months, oversensing on the ventricular channel was reported.